Event description:
It was reported that the customer's pump has not been beeping for a while. Device was not dropped, bumped or exposed to moisture. Troubleshooting was performed. The device did nothave an audible tone.